Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted with this product. Functional testing of the device included leak testing, clear passage testing and clamp function testing; no issues were observed with this product that could have caused or contributed to the reported issue. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the last drain in peritoneal dialysis. There was patient involvement at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.